Manufacturer narrative:
(B)(4), date sent: 8/20/2021, h6: component code = g04. Investigation summary photos, along with the device were submitted for evaluation. During the visual analysis of the photos submitted, the following was observed: the first photo shows two jaws intervening in a surgery, the first one jaws has a green reload loaded and the jaws in opened position to staple. The second one jaws appears to be in closed position. The second photo shows a jaws intervening in a surgery, the first one jaws has a green reload loaded and the jaws in opened position. The second one jaws can be seen in opened position. No malformed staples were noted. The third photo shows a label with the v9479h lot number and plee60a product code the product was returned to ethicon endo-surgery for evaluation as well. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60g reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a bariatric procedure that the stomach tissue was stuck to the device and the surgeon had to pull it away from the device. There were no adverse consequences for the patient.